Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a pocket infection. The pocket was evacuated, flushed and irrigated with neosporin flush. The pocket was then cultured. One gram of vancomycin powder was put in the pocket and the device was re-implanted and the pocket was closed. The pt was treated with intravenous antibiotics per culture results. No add'l adverse pt effects were reported.

Event description:
The s-ICD system was explanted in early (B)(6) 2015. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete, this investigation will be updated should further info be provided.